Event description:
Customer reported via phone call to have been touching settings on insulin pump and may have done something wrong to cause high blood glucose. Customer's blood glucose was 438 mg/dl. During troubleshooting, it was found that customer was running an incorrect pattern or basal rates and was also running a dual bolus when it should not have. Customer had symptoms of nausea, dry lips, thirst, sweaty, difficulty breathing, and pressure behind knees. Customer was advised that symptoms may be the onset of diabetic ketoacidosis. Customer did not visit healthcare professional. Customer was assisted in correcting programming.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.